Manufacturer narrative:
Implant was placed in site area #19 on (B)(6) 2013 and it is removed due to poor osseointegration (spinning). The pt is (B)(6) y old woman who has poor bone quality. Based on product inspection and device mfg history record review, it has been found to be within the specification. Failure to osseointegrate is a well-known inherent risk of dental implants. This is well documented in the literature across implant system. In addition, failure to osseointegrate is included in the IFU as a known complication with various factors that contribute to the risk of implant failure. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.

Event description:
Torque was applied at below 20ncm at the time of surgery. When the pt came back for healing abutment, the implant spinned as he torqued the healing abutment. So doctor took it out and grafted the site.